Event description:
Customer reported via phone, she had dropped the insulin pump on the floor and it had cracked. Customer's blood glucose was 100 mg/dl. The screen on the device was damaged. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device for further analysis. Customer called back and mentioned the insulin pump had alarmed no delivery and had to toss out the set after the device dropped.

Manufacturer narrative:
The device was received with crack and bleeding lcd glass. No moisture damage was noted on the electronic. The device had minor scratches on the lcd window, scratches on the reservoir tube window, cracked battery tube threads, and cracked reservoir tube lip.